Event description:
It was reported while unpacking, stent damage occurred. An omega 3.00 x 24mm was noted to be damaged during unpacking for a coronary stent placement procedure. No patient complications were reported. This product is only ous approved but it is similar to an approved u.s.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the omega stent delivery system (sds) and stent was returned with blood on the device when it was received. The balloon was tightly folded with the stent secure on the balloon between the markerbands. The middle and distal end of the stent had multiple rows of stent struts that were bent, flared and stretched. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the stent damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact (B)(4).

Event description:
It was reported while unpacking, stent damage occurred. An omega 3.00 x 24mm was noted to be damaged during unpacking for a coronary stent placement procedure. No patient complications were reported. This product is only ous approved but it is similar to an approved u.s.